Event description:
Ous MDR - this lead was capped and replaced due to high thresholds. The physician attempted to reposition the lead however tissue in the helix would not allow the screw to extend and retract properly. A new lead was implanted.

Manufacturer narrative:
(B)(6) 2017 - a lead revision was attempted (B)(6) 2017 however tissue in the helix would not allow the screw to extend. The lead was explanted and replaced. We received a device evaluation. Upon receipt, the lead under complaint was subjected to an extensive analysis. The performance of the lead was scrutinized, including a visual, mechanical and electrical inspection. The visual inspection revealed deformations of the fixation helix and of the rv shock coil. It is reasonable to assume that mechanical forces applied during the repositioning procedure mentioned in the complaint description contributed to these observations. During the mechanical analysis, the returned stylet could be removed only with resistance and was found covered with residuals of coagulated blood. A new stylet intended for use with the lead could be properly inserted into and advanced within the leads lumen. Further analysis of the lead did not reveal any irregularity that might have contributed to the issues mentioned in the complaint description. The manufacturing process for this lead was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem. Biotronik monitors the post-market performance of its products closely in order to identify any trends that may reveal over time a potential manufacturing or design issue. The historic performance of the product involved in the current case does not at this point reveal any such trend. For this reason we encourage close dialogue between clinicians and our product experts in order to explore all options to minimize any such occurrences in future.

Manufacturer narrative:
3/26/18 - we received additional, corrected information: this lead was not implanted. The lead was attempted but not implanted due to a helix issue. During the rv lead implantation the screw would only extend half of its expected length. The lead was removed from the patient and discarded; a new lead was successfully implanted. Corrected event dates and device problem codes. Upon receipt, the lead under complaint was subjected to an extensive analysis. The performance of the lead was scrutinized, including a visual, mechanical and electrical inspection. The visual inspection revealed deformations of the fixation helix and of the rv shock coil. It is reasonable to assume that mechanical forces applied during the repositioning procedure mentioned in the complaint description contributed to these observations. During the mechanical analysis, the returned stylet could be removed only with resistance and was found covered with residuals of coagulated blood. A new stylet intended for use with the lead could be properly inserted into and advanced within the leads lumen. Further analysis of the lead did not reveal any irregularity that might have contributed to the issues mentioned in the complaint description. The manufacturing process for this lead was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.